Event description:
The customer stated that she was hospitalized with high blood glucose levels, trouble breathing and swelling on her legs. The customer also stated that the screen was blank when she was waiting on hold, but it came back up after a while. Assisted the customer in setting the time and date due to a battery out limit. Troubleshooting was attempted, but the insulin pump continued to alarm with battery out limit, low reservoir and weak battery. Advised that battery cap might be the issue for the alarms. Sent a new battery cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.